Manufacturer narrative:
Pump received with normal operating currents no unexpected failed battery alarm and no blank display during testing noted. Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that her son's insulin pump power shuts off and on periodically without warning. Customer also indicated that they received a battery test fail alarm and a button error alarm. Customer does not recall any significant events leading to the error. Child's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.